Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to remove the plunger out of the reservoir. The customer also reported that there were large air bubbles in the reservoir. The customer's blood glucose was unknown at the time of incident. The customer was advised to use a new reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir. Performed pre-fill reservoir test, found reservoir no air bubbles anomaly when removing the plunger, plunger was easy to connect and release properly.